Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01618. This report is being submitted as additional information. Approximate age of device ¿ 3 days (calculated from the date when the system controller was issued to the patient). Corrected information: the event occurred at (B)(6). Device analysis (additional information): the reported event of pump stoppages was confirmed. The data log file was successfully retrieved from the returned system controller and it was filled with events where the controller was continually attempting to operate the pump. The recorded actual speed was alternating from 0 rpm to around 1000 rpm, the recorded power ranged between 0-31 watts, the flow estimation was 0 lpm and the pi was 1.3-15.9. These events were accompanied by low speed hazard and low flow hazard alarms. During the evaluation of the system controller, a compromised drive circuit component was confirmed. As a result, the system controller was inconsistently supporting a test pump during analysis. The component was replaced and the system controller operated a test pump for extended period of time with no atypical alarms or events. The investigation was unable to determine a specific root cause for the compromised component. A review of the device history records revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that several pump off alarms occurred on (B)(6) 2018. Changing the patient cable and power module did not resolve the issue. When the pump implant site was touched, the pump¿s regular rotation could be felt. The patient was hemodynamically stable during the alarm. The system controller was replaced and no further pump off alarms occurred. No additional information was provided.